Manufacturer narrative:
The referenced report of driveline compromise requiring patient use of an ungrounded patient cable is covered under medwatch MFR # 2916596-2015-00986. Approximate age of device ¿ 2 years and 4 months. The reported pump stoppage events were confirmed based on the evaluation of the submitted log file; however, a specific cause for the events could not be conclusively determined. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with two or more compromised wires in the patient's driveline. A section of the driveline, approximately 20.5¿ inches long, was returned for evaluation. Electrical continuity testing of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed a slight kink in the black wire approximately 7" from the metal controller connector. Further examination the black wire in this area revealed a breach in the wire insulation. The observed wire damage appeared to be the result of repetitive flexing. Although an insulation breach was found in the evaluation of the returned driveline, the observed breach would not have solely caused the reported pump stops while the patient was supported by an ungrounded patient cable. A specific cause for the pump stops while on ungrounded patient cable cannot be conclusively determined without a full evaluation of the device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that motor stopped events were observed during device interrogation. The patient's system was connected to an ungrounded power module patient cable at the time of the event. The patient was reported to be asymptomatic. On 08/09/2016, the manufacturer's technical services representative performed an onsite driveline evaluation. X-ray images appeared unremarkable. An external driveline replacement was performed without incident. It was reported that the patient would continue to use an ungrounded patient cable. No further events have been reported.